Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type 1. It was reported that the patient saw an elective replacement indicator (eri) message on his recharger. The patient stated that they were able to bypass the message and charge the implant. The patient reported a fall a month before the eri message and reported pain at the stimulator site after the fall. The patient was dissatisfied with their stimulator longevity and stated that normal the charge would last for fifteen days but was not only lasting for ten days. No further complications were reported as a result of this event.